Event description:
This incident involved the medical device arjo brand bath cart. Resident was not centered on the cart which resulted in the cart tipping over. Co has found this to be a problem with this cart if weight is not distributed equally. This is the 3rd time this has happened. There was no injury to resident - (resident was buckled on the cart) nor to staff person.